Event description:
Patient presented to the physician with random neck swelling, burning sensation, and persistent pain at the ipg site, noting that the skin overlying the ipg appeared thin. Physician brought the patient into the or and removed the entire inspire system.